Event description:
Reportedly, the subject home monitor is properly paired, but no remote follow-up can be performed on the patient.

Event description:
Reportedly, the subject home monitor is properly paired, but no remote follow-up can be performed on the patient.